Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an inaccurate fill estimate was received. A new cartridge was loaded to address the event. Customer's blood glucose level was 400 mg/dl.